Manufacturer narrative:
The customer complaint was confirmed. The root cause of this failure was identified. No device will be returned per customer.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not powering on. There was no patient harm.the issues were noted prior to patient use.